Event description:
Boston scientific crm received information that the left ventricular lead was part of a system associated with a patient infection. There were no allegations against the lead, which remains implanted.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.